Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device passed self-test and displacement test. Device back light function properly. No unexpected reset alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had act button sometimes take 5-6 presses to work. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had backlight sometimes did not work and the insulin pump had reset setting when the battery died before. The insulin pump will not be returned for analysis.